Event description:
Had mcghan saline breast implants put in under the muscle, in (B)(6) 2005 became very il land have been ill ever since. Was diagnosed with addison¿s disease in 2011. Have been to several doctors with many symptoms such as severe headaches, fatigue, swollen legs, chronic sinus infections, skin lesions, severe neck and back pain, pain in joints, hoarse voice, low blood pressure and several other symptoms. Symptoms of bll. FDA safety report ID # (B)(4).